Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline due to network switch change. A field service engineer (fse) informed that the technical support specialist team and hospital information technology staff were already working on the system to address a synchronization issue related to the hospital network. The fse arrived at the medication station and found that the technical support center team was already working on the system and information technology staff were also present replacing in-wall wiring and network cables. The unit was rebooted and resumed communication successfully and no field service corrective work was required. The system functioned as intended after the field service engineer and technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station went offline due to a network switch change. The station was in an unknown status and remained offline due to ongoing remediation efforts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.